Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator was displaying xdcr alarms. While performing calibrations of the transducers, it was noted that the unit fails on 0 cmh2o when doing exhl diff pressure calibration. There was no patient involved in this reported event.